Event description:
A vaxcel pasv port was implanted for infusing therapeutic medication. Sometime in september of 2003, during a contrast study done pursuant to a field action to retrieve potentially affected units, a hole was observed 3-6 inches distal to the port collar, inside of the pt.